Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error three times this week. The patient's blood glucose at the time of incident was 68 mg/dl. During troubleshooting the insulin pump shut off during a rewind attempt. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, wind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Device received with cracked belt clip slot and minor scratches on lcd window.